Event description:
It was reported that an occlusion alarm occurred while the customer was using the pump with saline. The customer had not begun using insulin with the pump. Prior to the call with tandem technical support, the customer changed the cartridge and loaded a new cartridge with insulin, therefore, no troubleshooting could be performed to determine a root cause. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.